Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacer dependent patient presented in clinic after an episode of noise reversion where patient experienced syncope. Electrical interference was suspected as the source of noise. Programming change was recommended.